Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a patient check, the programmer was unable to change a programming feature. The programmer was replaced and the issue was resolved. It was recommended that the programmer's software be updated. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.